Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) ICD implanted: 2011 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead fractured and had no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.